Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens got stuck partially in the incision and there was no injury to the patient. Additional information has been received and the file has been updated accordingly.